Manufacturer narrative:
Concomitant medical product: 459878 lead, implanted: (B)(6) 2019: w4tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited t-wave oversensing. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.